Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Possible factors that may contribute to balloon ruptures may include, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. The device was prepped prior to use without any leak noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement or multiple inflations the outer surface of the balloon became compromised or damaged resulting in the reported balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified superficial femoral artery. A 6x200mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon ruptured during the second inflation at 8 atmospheres. A same sized armada balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.